Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent hyperglycemia. The ilet device showed a bg of 303 mg/dl with an upward trend arrow, and a fingerstick reading was 280 mg/dl. The user replaced supplies. No visible device issues were noted. The user later reported bgs were trending down into range.